Manufacturer narrative:
The t:slim pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. The customer's blood glucose (bg) level was 558(mg/dl). The customer administered a manual injection to address bg level. During troubleshooting with tandem's customer technical support (cts), review of the pump data confirmed that a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to the customer by cts to charge pump more frequently.